Manufacturer narrative:
On 29-oct-2024, additional information was obtained from the distributor that the complaint was initially created under the incorrect site. The initial MDR (MFR report number 2955842-2024-17005) was submitted under the incorrect hospital. Intuitive surgical, inc. (Isi) did receive a da vinci product under the correct hospital to perform failure analysis. The fenestrated bipolar forceps was analyzed found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a burnt teflon tip housing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was identified. The instrument did not collide with an energy instrument during the procedure, arcing was not observed during the last procedure. There was no injury to the patient.